Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an cystocele repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while implanting on the patient's right side, the physician tried to pull the suture to advance the uphold arm and it then caused needle to detached from the suture. The detached needle remained inside the capio cage. The procedure was completed with another uphold¿ lite. The was reported that the patient had no issue after the procedure.